Manufacturer narrative:
(B)(4). The sample was not returned for analysis; therefore, no device evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was unknown if therapy was ongoing until the time of death of if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.